Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during ventricular tachycardia (vt) ablation procedure, with a qdot micro catheter, while advancing the catheter in the coronary sinus (cs), the patient experienced blood pressure decrease, pericardial effusion/cardiac tamponade/cardiac perforation treated with drainage with 570cc drawn. It was reported that the patient's blood pressure decreased while advancing the qdot micro catheter in coronary sinus. Since the patient's blood pressure decreased, echocardiography was performed, and pericardial effusion/cardiac tamponade was confirmed to be accumulated. The procedure was terminated, and emergency drainage was performed. The blood pressure decreased from the 90s to the 40s. Chest drainage was performed, and 570cc was drawn, which resulted in the blood pressure returning to the 100s and the patient left the room. Additionally, there were no problems with the vital signs and consciousness. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that the physician thought there was a high possibility that a blood vessel ruptured when the patient coughed while carrying the ablation catheter into the cs. The physician commented that there was no need to advance the procedure while grams were high. Extended hospitalization was noted. The contact force (cf) monitoring methods were dashboard and vector. The visitag coloring setting was tag index. There were no abnormalities observed prior/during use of the product. The energy source used when the adverse event occurred was radiofrequency (rf). There was no evidence of steam pop. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. An ngen generator was used for the procedure.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-oct-2025. It was reported that during ventricular tachycardia (vt) ablation procedure, with a qdot micro catheter, while advancing the catheter in the coronary sinus (cs), the patient experienced blood pressure decrease, pericardial effusion/cardiac tamponade/cardiac perforation treated with drainage with 570cc drawn. On 26-oct-2025, additional information was received. The procedural activated clotting time (act) was 300 seconds over. More than four catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The number of radiofrequency (rf) ablations was 15 ablations in the left ventricle (lv). No ablations were performed within the pulmonary veins. Transseptal puncture was performed with rf needle. Prior to noting the pe/CT ablation in the lv was performed, while the event occurred during qdot catheter manipulation inside coronary sinus (cs). The flow setting was 4ml-15ml. The correct catheter settings were selected on the generator. The settings for power and time were 35w/60seconds. The concomitant product section was updated as the generator product information was provided and radiofrequency needle nrg-e-fh-71-c0-j was added. Device investigation details: a visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).